Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to send remote transmission on an unknown date, a new transmitter was send to the patient and that did not resolve the issue. The patient was brought to the clinic for further troubleshooting. The radio frequency ¿ rf software was rebooted, resolving the issue. The patient was in stable condition.